Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report. There was no report of any issues during the arteriotomy closure procedure.

Event description:
Device issue: suture knot location. Time of device malfunction: during vessel closure. Symptoms/ae: unk. It was reported that a physician training in the use of the prostar device achieved hemostasis after an interventional procedure. There was no report of any issues during the arteriotomy closure procedure. Some time after the endovascular aneurysm repair (evar) procedure, the pt was noted to have an ischemic leg which was reportedly due to a kink in one of the graft limb extensions; occluding the artery. The pt was taken to surgery to un-kink the graft. It was found during surgery that one of the prostar sutures was appropriately located in the arteriotomy; however, the other suture had been tied off about 1 cm above the arteriotomy. There were no adverse pt sequelae. No additional info was provided.